Manufacturer narrative:
Correction: there was no infection. The patient experienced skin inflammatory issues. This report is submitted on january 16, 2023.

Event description:
Per the clinic, the patient experienced an infection at the abutment site (specific date not reported) and the abutment was removed (specific date not reported). The device was explanted and the patient underwent revision surgery in order to transition to a transcutaneous osia implant system (specific date not reported).

Manufacturer narrative:
This report is submitted on december 29, 2022.